Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tang near the base of the grip tip. The grips were not found to be cracked. The bent grip tang causes the instrument hard to open and close. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's alignment appeared to be off at the tip. The instrument was hard to open and close. The procedure was completed with no reported injury.